Event description:
New information received indicates a lead revision procedure was performed and the right ventricular (rv) lead was successfully repositioned.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, dislodgement was noted on the right ventricular (rv) lead. No intervention has been performed, and the patient will continue to be monitored. The patient was stable following this event with no adverse health consequences.